Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient received additional inappropriate shock for oversensing of myopotential noise. The device had been changed out since the last inappropriate shocks. It was further noted that the patient is a powerlifter. Boston scientific technical services (ts) was consulted and reviewed the stored episodes. Ts discussed that the two shocks with the previous device show oversensing from myopotential and movement artifacts. Ts stated this type of noise would be explained since the patient is a powerlifter. The noise from the current implanted device was also noted to be myopotential oversensing, thus ts recommended to perform a thorough follow up of other sensing vectors, including noise management, while the patient is doing his powerlifting, isometrics, rotation and bending. Ts also discussed that the r-wave amplitudes appear to be increasing at an elevated rate, and suggested further testing on a treadmill. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient received additional inappropriate shock for oversensing of myopotential noise. The device had been changed out since the last inappropriate shocks, but the electrode remained implanted. It was further noted that the patient is a powerlifter. Boston scientific technical services (ts) was consulted and reviewed the stored episodes. Ts discussed that the two shocks with the previous device show oversensing from myopotential and movement artifacts. Ts stated this type of noise would be explained since the patient is a powerlifter. The noise from the current implanted device was also noted to be myopotential oversensing, thus ts recommended to perform a thorough follow up of other sensing vectors, including noise management, while the patient is doing his powerlifting, isometrics, rotation and bending. Ts also discussed that the r-wave amplitudes appear to be increasing at an elevated rate, and suggested further testing on a treadmill. The s-ICD and chronic electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient was seen for follow-up isometric testing completed in both alternate and secondary vectors, noise seen and appropriately detected in both vectors, when doing activities such as pushing hands together, pushing down on bed and doing push-ups. The s-ICD was left programmed alternate one time gain and a chest x-ray was taken. Ts was consulted to review the data and compare previous and current x-rays. The s-ICD and electrode remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient received additional inappropriate shock for oversensing of myopotential noise. The device had been changed out since the last inappropriate shocks, but the electrode remained implanted. It was further noted that the patient is a powerlifter. Boston scientific technical services (ts) was consulted and reviewed the stored episodes. Ts discussed that the two shocks with the previous device show oversensing from myopotential and movement artifacts. Ts stated this type of noise would be explained since the patient is a powerlifter. The noise from the current implanted device was also noted to be myopotential oversensing, thus ts recommended to perform a thorough follow up of other sensing vectors, including noise management, while the patient is doing his powerlifting, isometrics, rotation and bending. Ts also discussed that the r-wave amplitudes appear to be increasing at an elevated rate, and suggested further testing on a treadmill. The s-ICD and chronic electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient was seen for follow-up isometric testing completed in both alternate and secondary vectors, noise seen and appropriately detected in both vectors, when doing activities such as pushing hands together, pushing down on bed and doing push-ups. The s-ICD was left programmed alternate one time gain and a chest x-ray was taken. Ts was consulted to review the data and compare previous and current x-rays. The s-ICD and electrode remain in service. Additional information was received that ts reviewed the x-ray and noted that there doesn't seem to be a change in system placement between 2018 and now although the changes in body mass may play the role in sensing performance. The patient is well built and active. Ts reviewed the most recent testing and discussed the oversensing and lower amplitude during push up activity. Ts confirmed the physician' chose to keep alternate sensing vector programmed and noted they could use two times gain if needed. Ts reiterated that the patient should be closely monitored considering his physical activities and susceptibility to pick up myopotential by the system. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.